Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of infection, puss, occlusion, redness, discomfort, and crusting are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: sterilisation: "the contents of the juvéderm® voluma¿ with lidocaine syringes is sterilised by moist heat. The 27g1/2¿ needles are sterilised by radiation." Contra-indications: "do not inject into the blood vessels (intravascular). Intravascular injection may lead to embolization, occlusion of the vessels, ischemia or infarction." Precautions for use: "as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed." Undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. Patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Healthcare professional reported patient was injected with juvéderm® voluma¿ with lidocaine in the nasolabial and tear trough. Prior to injection patient was pretreated with antiseptic and after injection patient used cool pack. Two days later patient reported "it didn't feel right." Patient had "what looked like infection" with some puss coming out of the base of the right nostril. Physician spoke with some colleagues and determined it "could possibly be occlusion." Patient additionally had redness, discomfort, and crusting. Patient was prescribed augmentin. Patient had no oedema and felt well. Symptoms are ongoing.

Manufacturer narrative:
(B)(4). Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Additional information: symptoms have resolved.